Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the battery reamer device was making horrible sounds and then died. There was a ten minute delay to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run when power was applied. Therefore, the reported condition was confirmed. The assignable root cause as determined to be due to a motor assembly or electronic control unit failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.